Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During eval the force sensor was found to be out of calibration.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase. The pt said she disconnected from the infusion set, she refilled and replaced the cartridge, and insulin shot out during the load step until the cartridge was empty. She stated that she tried the steps again and the issue repeated.